Manufacturer narrative:
One kangaroo epump was received for evaluation with the customer complaint of ¿no audio¿. The complaint was duplicated. The unit was able to power up on ac power only because the battery was missing but there was no start up tone. The root cause was isolated to be a damaged component at the buzzer circuit. This damage is as a result of a hard contact with the upper screw boss of the unit main housing. A formal corrective and preventative action investigation has been opened to address the issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the buttons won't work and the unit has no sound. This was discovered during testing with no patient involvement.